Manufacturer narrative:
A partial lead with the connector pin measuring 46.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when high capture thresholds were observed. Radioscopy showed the lead had perforated the ventricle. The patient had an sternotomy and the lead was replaced. The patient was I stable condition after the procedure.